Event description:
It was reported that the external pulse generator (epg) had a broken output connector. Technical services indicated that the connector is no longer being sold and the epg would need to be sent in for repair. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a broken output connector. Analysis did note that the upper and lower cases were broken and that filler was used to fill in cracks on the upper case. Due to the age of the device and its length of service it was to be scrapped in-house. This device was reported as included in the field action noted but returned. Product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg has been returned for repair.